Event description:
On (B)(6) 20102, the patient was hospitalized due to pacemaker-mediated tachycardia that caused congestive heart failure exacerbation. The pacing mode, atrio-ventricular delays and maximum pacing rate were reprogrammed during the hospital stay. On (B)(6), 2012, sorin was notified that the device was explanted on (B)(6), 2011.

Event description:
On (B)(6) 2010, the patient was hospitalized due to pacemaker-mediated tachycardia that caused congestive heart failure exacerbation. The pacing mode, atrio-ventricular delays and maximum pacing rate were reprogrammed during the hospital stay. On (B)(6) 2012, sorin was notified that the device was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. (B)(4) 2012 - since the device was not returned, the files from the programmer were reviewed. The files showed the presence of pvc, pac and too long programmed av delays; these are all well-known phenomena that can potentially trigger endless loop tachycardia. Pacemaker-tachycardia can be avoided by shortening the programmed av delays which was reportedly done during the hospital stay on (B)(6) 2010. The device behaved as expected.

Manufacturer narrative:
(B)(4) 2012;a response from the manufacturer is pending. Device was not returned.